Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the right atrial (ra) lead was unable to capture and had low impedance measurement when connected to the new pacemaker. The ra lead was capped and replaced on (B)(6) 2024. The patient was in stable condition throughout.